Event description:
It was reported that the customer had passed away while wearing the insulin pump. It was reported that the customer was in the hospital at the time of death. The cause of death is unk. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.